Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with blood glucose reportedly decreasing to 60 mg/dl and an outcome report indicating a nadir of 53 mg/dl; the user also reported not eating until the afternoon and significant stress on the day of the event, and troubleshooting and education were provided. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included transient low glucose without hospitalization. Investigation included review of reported outcomes and completion of troubleshooting and user education. Investigation of this case revealed no device malfunction identified, and contributory factors likely included delayed food intake and stress, with the device and its components not confirmed to have failed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.